Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage / device breakage') in a 34-year-old female patient who had essure (batch no. 787008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo an essure confirmation test". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain / pelvic"), rash ("rash"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), skin disorder ("skin condition") and hypersensitivity ("allergy"). The patient was treated with surgery ((B)(6) 2015 hysterectomy (full),salping. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, metrorrhagia, rash, skin disorder, hypersensitivity, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, hypersensitivity, menorrhagia, metrorrhagia, pelvic pain, rash, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2011. Received treatment for bleeding,, fracture. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfujly occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the event bleeding updated to recovered resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage / device breakage') in a 34-year-old female patient who had essure (batch no. 787008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo an essure confirmation test". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain / pelvic"), rash ("rash"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), skin disorder ("skin condition") and hypersensitivity ("allergy"). The patient was treated with surgery (B)(6) 2015 hysterectomy (full),salping. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the pelvic pain, abdominal pain, metrorrhagia, rash, skin disorder and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, hypersensitivity, menorrhagia, metrorrhagia, pelvic pain, rash, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfujly occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Lot number added. Events vaginal bleeding, menorrhagia and plantiff did not undergo an essure confirmation test added. Events updated psychological or psychiatric problems condition: depression, mental anguish added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage / device breakage') in a 34-year-old female patient who had essure (batch no. 787008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo an essure confirmation test". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain / pelvic"), rash ("rash"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), skin disorder ("skin condition") and hypersensitivity ("allergy"). The patient was treated with surgery ((B)(6) 2015 hysterectomy (full),salping. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the pelvic pain, abdominal pain, metrorrhagia, rash, skin disorder and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, hypersensitivity, menorrhagia, metrorrhagia, pelvic pain, rash, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2011 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfujly occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain / pelvic"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("rash"), skin disorder ("skin condition"), hypersensitivity ("allergy") and psychological trauma ("psych injury"). The patient was treated with surgery ((B)(6) 2015 hyst. (Full), salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, metrorrhagia, rash, skin disorder and hypersensitivity had resolved. The reporter considered abdominal pain, device breakage, hypersensitivity, metrorrhagia, pelvic pain, psychological trauma, rash and skin disorder to be related to essure (ess205). The reporter commented: discrepancy noted insertion date- (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfujly occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain / pelvic"), abdominal pain ("abdominal pain"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), rash ("rash"), skin disorder ("skin condition"), hypersensitivity ("allergy") and psychological trauma ("psych injury"). The patient was treated with surgery ((B)(6) 2015 hyst. (Full), salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, metrorrhagia, rash, skin disorder and hypersensitivity had resolved. The reporter considered abdominal pain, device breakage, hypersensitivity, metrorrhagia, pelvic pain, psychological trauma, rash and skin disorder to be related to essure (ess205). The reporter commented: discrepancy noted insertion date- (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Patient demographics were added. Events abdominal pain, menorrhagia (bleeding b/w periods), rash, skin condition¸ allergy, breakage and psych injury added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.